Event description:
The report received from the patient indicated that he was hospitalized for approximately 4 months due to pulmonary embolism/dvt and had pain for two years. The thrombosis was removed with catherization procedures. The events occurred approximately 4 years after the implantation of a trapease filter. Patient complains of pain posterior to the navel. He recently had 8 CT scans and several ultrasounds due to the pain. Patient is currently taking arixtra for anticoagulation therapy. Patient stated that he has not had any trauma to his chest or abdominal region since the implantation of the device. He was hospitalized for 4 months in 2010; however, diagnosis was not provided.

Manufacturer narrative:
Please note that the catalog and lot numbers of this trapease filter device are not known. Please note that the exact implant date is unknown and the patient indicated that the device was implanted in 2008 or 2009. Additional information is pending and will be submitted within 30 days.

Manufacturer narrative:
Complaint conclusion: the report received from the patient indicated that he was hospitalized for approximately 4 months due to pulmonary embolism/dvt and had pain posterior to the navel for two years. The thrombosis was removed via catheterization procedures. The events occurred approximately 4 years after the implantation of a trapease filter. He recently had 8 CT scans and several ultrasounds performed secondary to the pain. Patient is currently taking arixtra for anticoagulation therapy. Patient stated that he has not had any trauma to his chest or abdominal region since the implantation of the device. He was hospitalized for 4 months in 2010; however, diagnosis was not provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Inferior vena cava filters are used to prevent pe in patients with contraindications to, complications of, or failure of anticoagulation therapy and patients with extensive free-floating thrombi or residual thrombi following massive pe. Current evidence indicates that ivc filters are largely effective; breakthrough pe occurs in only 0% to 6.2% of cases. Contraindications to implantation of ivc filters include lack of venous access, caval occlusion, uncorrectable coagulopathy, and sepsis. Complications include misplacement or embolization of the filter, vascular injury or thrombosis, pneumothorax, and air emboli. Recurrent pe, ivc thrombosis, filter migration, filter fracture, or penetration of the caval wall sometimes occurs with long-term use. When used appropriately, ivc filters are a safe and effective method of preventing pe. There is no additional information regarding patient, lesion or procedural characteristics regarding this event. With the limited amount of information available and without the return of the product or films of the events it is not possible to draw a clinical conclusion between the device and the event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.